Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regs0747 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "customer placed powerglide on patient, line went smoothly during insertion, but when clinician went to remove the needle the safety mechanism did not engage."